Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was not able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.